Event description:
Marquette 7010 physiological monitor's arrhythmia detection failed to recognize a pt's v-fib for approx. 1 minute. The pt subsequently died; however, clinicians are uncertain if the failure contributed to the pt's death.